Manufacturer narrative:
(B)(4) - incorrect anatomy; previously restenosed lesion. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Reportedly, the xience v stent was placed in a previously restenosed lesion in the vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It further cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts and in-stent restenosis. It is unknown how, if at all; this contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately thirteen months post stenting with two xience v stents in the saphenous vein graft, the patient experienced chest pain with dyspnea on exertion and underwent percutaneous coronary revascularization on (B)(6) 2010. Additionally, approximately twenty two months post index procedure, patient underwent coronary artery bypass graft for restenosis in the vein graft and was treated with effient. The patient's condition resolved on (B)(6) 2010. Though requested, there was no additional information provided.